Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro short port was not maintaining good tunnel quality. The btt balloon was noticed to be ruptured, and a piece from the balloon was separated from it. A new kit was used to complete the procedure. There were no patient effects.

Manufacturer narrative:
Method: the device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device evaluation is completed. (B)(4).